Event description:
It was reported that the patient went to the emergency room due to a device alert. Interrogation of the device revealed the patient's right ventricular (rv) lead exhibited high and rising impedance, oversensing and noise. The noise was reproduced with arm movement and pocket manipulation. As the rv lead was suspected to be fractured, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. It was found that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).